Event description:
It was reported on (B)(6) 2022 during final tightening the expedium set screws on sai screws and reduction screws. The driver cammed out a few times and the drive feature became striped. Two final tightening shafts were striped. There was difficulty getting good alignment between the driver and the set screw because of soft tissue. New driver was used and the case was completed as intended. No surgical delay and patient consequence due to reported event. This report is for one (1) x25 final tightener. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6:part #279712600, lot #: gm5755516, manufacturing site: supplier: (B)(4). Release to warehouse date: 06 dec 2021. No nonconformance reports (ncrs) were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the x25 final tightener was cross treaded/worn. No other anomalies were found. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A review of the receiving inspection (ri) was performed for the finished device [gm5755516] number, and no issues were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the x25 final tightener would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.